Manufacturer narrative:
The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced in are filed under separate medwatch report numbers. (B)(4).

Event description:
It was reported that the sutures of one proglide device were successfully pre-placed via a 6f sheath in a right common femoral vein using the pre-close technique prior to a watchman interventional procedure. The sheath was upsized to a 14f and the interventional procedure was completed. When attempting to advance the knot to close the access site with the proglide device, a suture break occurred. An attempt was made with two additional proglide devices; however, they both had cuff misses (no suture present when the needle plunger was removed after deployment). Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.